Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose is 400 mg/dl. Customer treated with a manual injection. Caller stated that the buttons were all frozen. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that he had been at band camp and was sweating. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.